Event description:
It was reported that pump screen had physical damage and patient declined all troubleshooting. No information was provided regarding impact to the customer¿s blood glucose level. No corrective actions, replacement arrangements, or further follow-up were documented, and no additional information was received regarding the outcome of the event.